Manufacturer narrative:
Other applicable components are: product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2017 product type lead product ID 3778-75 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: (B)(6) 2017. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implanted system was removed, due to the leads dislodged and could not be replaced due to condition of the pine. The patient reported the spinal conditions as spurs, degenerative disc disease, and scar tissue. Additionally the patient reported that the initial placement of the leads was difficult due to the previously mentioned spinal conditions. The patient reported difficulty getting around because of stiches all over their back from the explant surgery. No additional symptoms, and no additional complications were reported for this event.